Event description:
Shortly after implant, the pt reported spasms in the back and around the lead implant site. The muscle spasms were treated with a dilaudid injection. The pt's trial leads were explanted.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.